Event description:
As reported, during a laparoscopic hernia repair procedure when the surgeon opened the 3dmax mesh package, a foreign substance was found in the package. It was reported that no damage was noted to the packaging. The mesh was not used, another 3dmax mesh was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Sample evaluation is ongoing at this time. A supplemental MDR will be submitted once the evaluation is completed. Review of the manufacturing records shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in august 2021. Addendum: h11: this supplemental MDR is submitted to document the results of sample evaluation and to correct the event date. The evaluation confirms there is foreign material (hair like, black in color) visible on the mesh, inside of the clamshell tray. Based on returned sample evaluation performed, the reported condition is confirmed as manufacturing related. Awareness notification was provided to all appropriate manufacturing personnel. Our records continue to show there have been no other reported complaints to date for this lot. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Sample evaluation is ongoing at this time. A supplemental MDR will be submitted once the evaluation is completed. Review of the manufacturing records shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in august 2021. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic hernia repair procedure when the surgeon opened the 3dmax mesh package, a foreign substance was found in the package. It was reported that no damage was noted to the packaging. The mesh was not used, another 3dmax mesh was used to complete the procedure. There was no patient injury.